Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during loading of the lens got stuck in the injector, did not advance and hence surgeon could not use the lens. Surgeon stated he had had this problem first time with this type of lens. Additional information has been received and stated that the procedure was completed using another company lens without any harm to the patient.

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Plunger override was observed on the returned photos. Returned photos show activated company preloaded device. The plunger is advanced outside the tip of the nozzle and is advanced over the lens. The lens is advanced at the depth guard. We are unable to determine the root cause for the reported complaint "the lens got stuck in the injector". The product was not returned for analysis. Plunger override was observed on the returned photos. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device allowing the plunger to override the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).